Manufacturer narrative:
Summary of the investigation: the review of the quality documents indicated that the lead met all the requirements of the specification during inspections. The analysis of the returned lead concludes that the cause of the reported electrical issues obtained at the implantation procedure are due to weak welding observed at the connector sleeve level. The root cause of this abnormality is currently unknown and under investigation. Ongoing actions are carried out to prevent it re-occurrence. The vega r58 s/n drg042619 was released before the actions carried out to prevent the re-occurrence. This complaint has been recorded for trending purposes. For more details, please refer to the enclosed report anaysis

Event description:
Reportedly, during an implantation attempt, when the vega lead inserted into rv positioned in septum, a high threshold recorded (4.0v). Lead repositioned then impedance increased to >3000ohms and not pacing at 10v. Lead repositioned again. Patient developed asystole. Lead was removed. Resuscitation commenced. Transferred to ccu. Patient passed away a few days later.

Event description:
Reportedly, during an implantation attempt, when the vega lead inserted into rv positioned in septum, a high threshold recorded (4.0v). Lead repositioned then impedance increased to >3000ohms and not pacing at 10v. Lead repositioned again. Patient developed asystole. Lead was removed. Resuscitation commenced. Transferred to ccu. Patient passed away a few days later.